Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to the ps1 power supply. The ps1 power supply was removed and replaced and the voltage adjusted above the 5v threshold to 5.14v. The malfunction noted appeared to the user to continue fluoroscopy after the exposure control was released. No x-rays or radiation was emitted during the system lock up, and that was confirmed by placing a dosimeter in the x-ray beam during the reproducible malfunction. The system interlocks were opened during the system lock-up and the c-arm will remain 'in state' where the indicators appear to continue making an exposure, although the interlocks are open preventing un-commanded x-ray. The system was tested and found to be operating as intended. No negative pt effects was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system appeared to continue making an exposure after the release of the x-ray exposure switch. The system required a re-boot to restore functionality.